Manufacturer narrative:
Device evaluated by MFR. : a xxl was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located approximately 5mm distal from the distal markerband. The rated burst pressure for this device is 8 atmospheres. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for may thurner syndrome. The 61% stenosed target lesion was located in the mildly tortuous and severely calcified inferior vena cava through common iliac vein. Following implantation of bilateral 18x90 wallstents, two of 18-4/5.8/75 xxl esophageal balloon catheters were advanced for post-dilatation at the proximal end of stents for kissing balloon inflation with markers just below the end of stents as per angiogram. The balloons were inflated simultaneously; however, one of the balloons burst during the initial inflation at 5 atmospheres (atm) for 2 seconds. The balloon was removed intact and replaced with another of same device. Multiple kissing balloon inflations were performed from the proximal to the distal end of stents at 5 atm. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for may thurner syndrome. The 61% stenosed target lesion was located in the mildly tortuous and severely calcified inferior vena cava through common iliac vein. Following implantation of bilateral 18x90 wallstents, two of 18-4/5.8/75 xxl esophageal balloon catheters were advanced for post-dilatation at the proximal end of stents for kissing balloon inflation with markers just below the end of stents as per angiogram. The balloons were inflated simultaneously; however, one of the balloons burst during the initial inflation at 5 atmospheres (atm) for 2 seconds. The balloon was removed intact and replaced with another of same device. Multiple kissing balloon inflations were performed from the proximal to the distal end of stents at 5 atm. The procedure was completed successfully. No patient complications were reported.